Event description:
It was reported that the dilator tip was found damaged during an operation. The user managed to use it as it was to complete the pro cedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator contained slight signs of use in the form of biological material. Visual examination revealed the dilator tip was slightly frayed. The tip also contained white coloration, which is consistent with undue force being applied to the dilator tip. The total length of the returned dilator measured to be 3.90" which is within specifications of 3.19-3.94" per product drawing. The outer diameter of the dilator was not measured as the entire dilator body is tapered. The inner diameter of the dilator tip could not be measured due to the damage. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to enlarge cutaneous puncture site with cutting edge of scalpel prior to dilating the skin. The customer report of dilator tip damage was confirmed by complaint investigation of the returned sample. The dilator passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dilator tip was found damaged during an operation. The user managed to use it as it was to complete the procedure.